Event description:
As reported "as seen on film, the 2 cephalad screws have both backed out of the vertebral body, but stayed in the plate."

Manufacturer narrative:
Add'l products returned with this compliant include: cat #48811234 aviator assy two level plate size 34, lot 119014. Cat# 48824012 aviator variable self drilling screw 4x12mm, lot 2wf. Method - complaint history analysis, DHR review, visual inspection, x-ray review, risk assessment. Results - this is the first compliant received related to post-op back-out of an aviator plate. The DHR of all the returned product was reviewed and no deviations were noted. All the returned products were visually inspected and the plate showed signs of mechanical wear. One of the spring-bars was missing; however, the post-op x-ray showed that all the screws were fully seated beneath the spring-bars. The sales rep was able to confirm that the bar broke during explanation of the device. The returned screws showed signs of mechanical wear. Since the screws backed out of the vertebral body a revision surgery was performed and the hardware was not replaced. Conclusion: poor bone quality, trauma or extreme deformity of the cervical spine could have lead to the screws backing out. Also, an incorrectly contoured plate could have also lead to the screws backing out.